Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported the patient underwent a pan pedal with a plate bolts and external fixation to treat unstable charcot midfoot. It was reported that the plate broke as well as the beam.